Event description:
A 26mm x 15mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of a 5cm fusiform, infrarenal abdominal aortic aneurysm in a patient in 2001. The patient had a history of coronary artery disease requiring a cardiac catheterization earlier in 2001, hypertension, hypercholesterolemia, colectomy, diverticulitis and an appendectomy. The patient takes lipitor, accupril and toprol for their hypercholesterolemia, coronary artery disease and hypertension. The patient had an adequate proximal aortic neck and distal iliac vessels for endovascular repair. The patient was prepped and draped accordingly. Bilateral common femoral artery cutdowns were performed. The femoral arteries were identified and dissected out. The patient was given 10,000 units of heparin and after a three-minute circulation time the physician inserted a 10 french sheath in the left femoral artery. An 18-gauge needle was used to puncture the anterior common femoral artery, and a guide wire was passed through the needle using a seldinger technique. This was advanced into the iliac artery with no resistance, and then the sheath was placed again using the seldinger technique. It was secured in place with 3-0 silk suture. The physician proceeded to place a sheath on the right and using fluoroscopic guidance the tips of the two standard entry j-tip guidewires were passed into the suprarenal aorta. The physician then placed a 22 french sheath over the j-tip entry guide wire under fluoroscopic guidance and the sheath was advanced into the terminal aorta. The physician then placed a 16 french sheath up the right iliac using the same technique. Both sheaths were positioned in the terminal aorta and were prepared for stent graft deployment. A marker catheter was positioned in the aorta and a flush aortogram was performed. The physician measured the length from the renal artery to the hypogastric arteries to be approximately 13.5 to 14cm; therefore, a 26mm x 13.5cm device was selected. The bifurcated stent graft was passed up the left iliac through the 22 french sheath under fluoroscopic guidance while the assisting physician positioned the flush catheter in the suprarenal aorta. The renal arteries were centered and under angiographic guidance, the stent graft was deployed approximately 2cm above the renal arteries and then partially deployed. The stent graft was then pulled down to just below the renal arteries and then fully deployed into the left iliac system. The contralateral plant leg was cannulated and a 16 french sheath was advanced through and into the plant leg. A retrograde angiogram was performed through the sheath to again locate the hypogastric artery to be approximately 11.5 to 12cm. A 15mm x11.5cm iliac leg stent graft was deployed in the right iliac artery with maximum overlap proximally and distally. It was noted that the limb graft landed just short of the hypogastric artery. A 12mm x 4cm angioplasty balloon catheter was used to angioplasty the left and a 14mm x 4cm angioplasty balloon catheter was used to dilate the right. There was an osteal stenosis at the right common femoral artery, and because the stent crossed it, a satisfactory dilatation of the "waste" was obtained. A completion arteriogram demonstrated adequate positioning of the stent graft with good flow into both hypogastric arteries and no evidence of an endoleak. The sheath and guide wires were removed and the patient's femoral arteries were closed accordingly. Doppler signals were good within the level of the cutdown on the femoral arteries. The pt tolerated the procedure well and was reported to be in satisfactory condition. There were no additional clinical sequelae reported related to the event and the patient was taken to recovery in good condition. It was reported that the pt was seen by their physician for complaints of pain on their left side. In 2001 the patient was admitted to the hospital and renal arteriogram was performed. The physician used the left groin because the aortic stent graft had limbs that had been "pretzeled" upon its placement for better access. The arteriogram demonstrated that there was extenuation of the proximal portion of the stent graft across the ostium of the left renal artery. There was slow, but patent flow and evidence of a significant area of proximal clot and thrombus noted. A 7 french renal guide catheter, an 0.014 luge coronary wire and a 4.0 x 15 maverick coronary balloon were used to initially access the vessel. Low pressure angioplasty inflations were performed. The physician was unable to seat the guide catheter further in and a 6 x 15 genesis cordis stent was utilized and deployed across the ostium extending approximately 2mm into the aorta and over the proximal portion of the aortic stent graft, thus forcing the stent graft distally so it was no longer encroaching on the ostium of the left renal artery. There was very limited residual and no encroachment in the lumen. The large branch that came off of the proximal portion artery was widely patent and there was small evidence of a clot noted distal to the stent, but not flow limiting. It was noted that the rest of the renal vasculature was widely patent and intact. The catheter and wire were removed without incident. The 7 french sheath was secured. Heparin and integrilin boluses were administered and the heparin drip was stopped until removal of the sheath and then could be restarted. The patient remained hemodynamically stable with resolving flank pain, and the patient's creatinine level went down. No additional clinical sequelae were reported and the patient is fine.